Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device passed the final test and was recertified and returned to the customer. As part of the investigation it was found the AED pro disposable battery was depleted as the secondary condition, but was not properly stored or attended which ultimately led to the state of the battery. The device would have exhibited a red x and provided beep alerts. Since we can see no electrodes were attached prior to the event. A device in a red x condition does not execute weekly or monthly self testing until this condition is cleared. No trend is associated with reports of this type.